Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated and a system interconnect flex cable retainer was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.